Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system 5max reperfusion catheter. During the procedure, the patient experienced a mild vasospasm, which was not flow limiting, in both proximal m2 segments of the mca with a possible relationship to the 5max reperfusion catheter.

Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The hospital discarded the device.